Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the back of the customer's insulin pump came off while he was at basketball practice. Customer's blood glucose was 278 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with detached end cap, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.